Event description:
This pt underwent bilateral augmentation in 1982 and had revisions in 1984 and 1986, including one implant change to a polyurethane foam implant. She continued to have problems with encapsulation. The MFR of the implants is not known to this reporting facility as they were not implanted here. In 1992, she developed symptoms of fever, rash, swollen glands, and was diagnosed with ms. Due to this and the discomfort, she chose to have the implants removed. Gross exam: one ruptured, one intact.